Manufacturer narrative:
The statement correction: the investigated device was rlt261416j/23233846, not dsf2033 as it was mentioned in the statement reported earlier. H6. Code 213: a review of the manufacturing records for the rlt261416j/23233846 verified the lot met all pre-release specifications.

Manufacturer narrative:
A review of the manufacturing records for the dsf2033 device verified the lot met all pre-release specifications. The physician stated that it was unknown what caused and when the dissection occurred. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture, death).

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis, a gore® excluder® iliac branch endoprosthesis, gore® dryseal flex introducer sheaths and a gore® molding & occlusion balloon catheter. After all devices were implanted, final angiography suspected a dissection at about 3cm below from the proximal end of the trunk ipsilateral leg component. An aortic extender endoprosthesis was implanted. Then, the angiography still suspected the dissection, but no additional treatment was performed. The procedure was concluded. The physician stated that it was unknown when the dissection occurred. Reportedly, it was unknow if there was something in patient¿s anatomy caused or contributed to the event. The fsa reported also that two 16fr sheaths and a balloon which were used during the procedure might have been related to the dissection. Reportedly, there was no other reportable issue during the procedure. The patient tolerated the procedure. No reintervention was performed. The physician is monitoring the patient.